Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks due to oversensing. The sensing vector was reprogrammed and the s-ICD remains in service. No adverse patient effects were reported.